Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3400040m (serial: (B)(6)); product type: 0191-extension; implant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with parkinson¿s disease treated with an implanted deep brain stimulation system experienced impedance issues that started in one extension segment and expanded over time to multiple segments or rings, which made programming impossible. Multiple impedance tests were performed. Programming was attempted using another contact and then another. No contributing factors such as falls or injuries were reported. The implanted device was reported as out of service, and surgical replacement of the extension was planned for the end of june. No patient complications were reported as a result of this event.